Event description:
Customer reported a malfunction occurring on pump, identified by malfunction code malf 16. It remained unclear if issue impacted customer¿s blood glucose levels as relevant information was not provided. Technical support (cts) managed replacement process for customer, including sending pump with updated software and providing instructions for transitioning to new device. Customer acknowledged receipt of instructions, agreed to return faulty pump within specified timeframe, and confirmed understanding of steps required for setup of replacement pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.